Event description:
It was reported that an ilet pump experienced an unresponsive touchscreen with frozen icons, and standard troubleshooting steps including firmware verification, mobile app reinstall, and force restart did not resolve the issue; a replacement pump was shipped and delivery was confirmed. Symptoms included inability to operate the device due to a nonresponsive screen. Outcomes included interruption of pump therapy and the need for device replacement. Investigation included technical support triage, software verification, and user-guided troubleshooting. Investigation of this case revealed a device hardware malfunction of the display or user interface that persisted after software checks and restarts. It was concluded that the pump exhibited a hardware-related screen failure that necessitated replacement.